Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. This measurement was observed during a device check with the patient in the clinic. The daily measurement value was noted to be 101 ohms. The shock impedance measurements were provided for each vector. The patient was indicated to have not experienced any falls or accidents. The patient was disconnected from the surface electrocardiogram and the impedance measurement was still out of range. The patient was noted to not have a phone or any other electronics attached to them and they have no other implanted device. Boston scientific technical services (ts) provided troubleshooting guidance to the registered nurse (rn), including unplugging the programmer from the power strip as well as unplugging the cell adapter from the programmer and retesting. The impedance was noted to still be greater than 200 ohms. Ts provided additional guidance to consider performing a commanded shock test in the triad vector or program the rv lead to the lead coil to device can vector and perform a defibrillation threshold test. The rv noted they will contact the physician for a programming decision. The products remain in-service. No patient symptoms or adverse patient effects were reported.